Event description:
Report received of an over-delivery. The pump was programmed to deliver in the continuous only mode, an unspecified concentration of fentanyl and bupivacaine in 250ml, at a rate of 9ml/hr. After 19 hours, the pump alarmed for an empty container. The nurse noted the pump display read that 247ml was delivered instead of the expected 171ml. The nurse reportedly stopped the infusion and removed the pump from clinical service. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.